Manufacturer narrative:
The customer was admitted to the hospital and released 4 days later on (B)(6) 2015. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels started to elevate the previous day. The customer changed out the site/cart/tubing during the night, but woke up with a bg level of 560 mg/dl. The customer went to the emergency room (ER) per advice from their healthcare provider. While in the ER, the customer was treated via intravenous drip insulin. System check was performed with tandem technical support, and the pump performed as intended. The customer was still in the ER at the time of the call.